Event description:
Information received indicates the bed lost electrical ground.

Manufacturer narrative:
The technician found the ground pin missing the power cord plug. The technician replaced the power cord plug to repair the bed.